Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and increase thresholds, which resulted in intermitted loss of capture. Additionally, some oversensing was noted. The lead outputs were increased, and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).